Event description:
The customer reported that on april 29th, while panorama central station was in use monitoring patients along with ambulatory telepacks, the central station's display went to a blue screen. The customer rebooted the central, and saw an error code 100 (system restarted) on both system displays. Patient monitoring was continued. On may 11th, the central rebooted the system and continued monitoring patients. No patient injury was reported.

Manufacturer narrative:
The company service representative replaced the central station. The system functioned according to factory specifications and was returned to use.